Event description:
Customer reported a patient sustained quarter size blisters they believe were burns under electrodes that were left on the patient during an MRI procedure. She reported the blisters were treated with dressing changes of triple a ointment and bioclusive, and later cleaned and treated with neosporin. Additional information received states there were burns under all 4 leads, 1st, 2nd, and 3rd degree, were treated with silvadene, got infected at rehab and the surgeon debrided.

Manufacturer narrative:
3m was notified with the incidence in august 2008. By reviewing the data provided, a no-filing decision was made at the time with the information we had. 3m was notified again on july 23, 2009 with additional information of a 3rd degree burn. A filing decision was made based on the new information. The device was used under the MRI operation. 3m examined the insert of this device. It is indicated "warning: this device has not been tested for use during magnetic resonance imaging (MRI) procedure. The use of conductive patient-connected devices and patient lead wires/electrodes in MRI procedures may result in serious patient burns". 3m electrodes performed according to its specifications. The user did not follow the caution in insert. The device should not be used under MRI procedure. The use of MRI with electrodes would cause burns. Device met its release specifications. Electrodes were used under MRI procedure. User did not follow the IFU.